Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose was high, however, a specific blood glucose (bg) level was not provided. A correction bolus via the pump was delivered to address the high bg. The customer declined further troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.